Event description:
The customer states that while performing routine daily maintenance procedures on the imx analyzer, she pulled the sample probe to one side to access the meia optics assembly and accidentally punctured her finger on the sample probe. The customer stated that the skin was broken but not bleeding. The customer technical advocate (cta) advised the customer to wash the wound thoroughly and report the event to the house physician. There is no report as to whether or not the customer was wearing personal protective equipment at the time of the event.